Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received multiple alarms, including multiple power loss alarm and an insulin flow blocked alarm. His blood glucose was 435 mg/dl. During troubleshooting for power loss alarm, the customer said that he is not calling back after leaving current battery in the pump for an hour. He was advised that a power loss alarm occurs if the battery is out of the pump for greater than 10 minutes. The pump was alarming at the time of the call. The customer stated that he has received multiple power loss alarms when the battery was out of the pump less than 10 minutes. He did have a new battery to test the pump and said that the current battery had been in the pump for about an hour. The customer said that he did not receive the power loss alarm. The insulin pump is not being returned for analysis.